Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. In addition, it was reported that a cartridge alarm (alarm 1) occurred and that the insulin gauge was inaccurate. The customer's blood glucose level was 400 mg/dl. Reportedly, that the customer loaded a new cartridge to resolve the issues.